Event description:
Customer stated that the 840 ventilator stopped cycling while on a pt. The pt was not harmed or injured by the event. The nellcor puritan bennett customer support engineer (cse) verified the vent inop condition. The cse inspected the device and replaced the bdu pcb. The unit passed extended self testing.